Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or-wear and-or lubrication and stall due to shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative indicating that the patient's pump was explanted with no known device allegations and returned to the manufacturer for analysis. Per the logs, the pump was infusing morphine (1.1378 mg/day at 5.0 mg/ml). The indication for use was non-malignant pain and complex regional pain syndrome. No further complications were reported.

Manufacturer narrative:
The patient's weight at the time of the event was asked, but unknown. If information is provided in the future, a supplemental report will be issued.